Event description:
Report 2 of 2. Report received form (B)(6) stating that the device has a "debris in sterile package" issue. The device was not being used during surgery. It is unk if there was any injury or medical intervention which occurred. The date of event is unk. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The pre-repair assessment was not available to evaluate for this complaint as prior to (B)(6) 2013 pre-repair assessments were not required on every return. If additional information is received a supplemental report will be submitted. (B)(4).